Event description:
It was reported that the tip of the forceps broke off. The broken part was retrieved and returned. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. The additional evaluation revealed that the investigation of the complained bone holding forceps found that one tip is broken off due to mechanical overloading situation during use. The manufacturing and raw material documents show conformity to the specifications. The microscopic view of the broken surface does not show any anomalies. We are not able to determine the exact cause of this reported problem. We suppose that simply too much applied mechanical force well beyond its calculated design during use caused the breakage.